Event description:
It was reported that the patient's atrial lead had dislodged. It was repositioned, and it dislodged once again. The dislodgement was confirmed via chest x-ray. The patient presented for another lead revision. The lead could not be repositioned due to helix retraction issues. The lead was then explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing was normal.